Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the bottom quarter of the insulin pump was splashed with water and buttons are slow to respond. The customer also reported that the insulin pump has been alarming battery out limit even with new batteries. The customer stated that the batteries were out of the device for greater than duration allowed. The alarm history showed a bad battery alarm and 8 battery out limit alarms. The insulin pump passed the self-test. Customer was advised to monitor the insulin pump. He then reported that the device had a crack above the screen. While getting the shipping information to replace the device; the customer hung up the call. The customer was called back but could not be reached. The insulin pump was not replaced or returned for analysis.